Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 10 months.  The report of pump stoppage was confirmed through the evaluation of the submitted system controller log file; however, the cause could not be conclusively determined through the evaluation of the returned portion of the driveline. Evaluation of the submitted log file revealed a pump stoppage and corresponding low speed advisory/hazard on (B)(6) 2017, followed by two low speed advisory events on (B)(6) 2017. These events occurred while the system controller was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. A distal end driveline replacement was performed on 25sep2017 and the replaced portion of the driveline was returned in a segment measuring approximately 19.5 inches. Metal braided shield breakdown was observed approximately 2.5 inches from the metal connector (terminus of the bend relief) through the remainder of the driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. An additional system controller log file was submitted for evaluation. Evaluation of the log file revealed several pump stoppages and low speed advisory/hazard events on (B)(6) 2017. These events occurred while the system controller was connected to the power module. It was reported that the patient was placed on an ungrounded power module patient cable with no further interruptions in pump function. The patient remains ongoing with the device and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppage had occurred. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage on (B)(6) 2017 and a speed drop less than the lower speed limit on (B)(6) 2017 to 5880 rpm while the vad is connected to the power module. Submitted x-ray displayed an area of concern on the external portion of the driveline. On (B)(6) 2017, the patient was sent home on an ungrounded power module patient cable. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement approximately 2 inches from the exit site. All tests passed. Post repair, a grounded power module patient cable was used without issue. Additional system controller log file analysis completed by the manufacturer¿s technical services representative revealed several pump stoppages and low speed advisory/hazard events on (B)(6) 2017 while utilizing the power module. It was reported that the patient was placed on an ungrounded patient cable with no further interruptions in pump function. The patient was given an ungrounded power module patient cable and no additional alarms have been reported. No additional information was provided.